Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has equipment burned on the main board and on the external shell. No patient involvement.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause was determined to be due to liquid ingress caused the pcba to corrode, and is the result of customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.